Manufacturer narrative:
Due to a lack of contact information and the anonymous nature of the medwatch form containing the details of this complaint, a good faith effort for additional information cannot be performed at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported via a medwatch form that a patient with an unknown boston scientific device had passed away sometime in 2025 from an unspecified malfunction. A patient advocate was making an allegation that the device and the patient's associated healthcare providers contributed to the death, however no further details were provided. No device information besides the manufacturer's name was provided and this form was submitted anonymously. The status of this device is unknown and no additional adverse patient effects were reported.